Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The ulceration rate seen (31 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.022% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed "three small holes and secretion" in right axilla 12 days post miradry treatment. The treating physician diagnosed the symptoms as ulceration/burn. Oral antibiotic (keflex 500mg bid for 7 days) was prescribed 13 days post-treatment.